Event description:
The doctors claim that the graft was implanted for a femoral-popliteal procedure. The implantation was normal, the anastomoses were "ready" and the blood flow was good. A "gush of blood was suddenly noticed in the adductor channel. The vessel was clamped and the leakage was stopped by suturing the part of the wall of the graft that was leaking. During the leakage, the patient's blood pressure decreased due to the loss through the graft of 750cc of blood. No surgery or additional intervention was required. The graft was left in. The clinical outcome was ok. The patient's condition is ok.